Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 14 mg/dl. The customer was hospitalized for a severe case of hypoglycemia. The insulin pump will not be returned for analysis.